Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, an "arm was moved unexpectedly" message appeared and the leds on the universal surgical manipulator (usm) 2 turned umber. The customer pressed the instrument clutch instead of the port clutch so it didn't resolve the issue. The customer continued and completed the procedure under this condition. An intuitive surgical, inc. (Isi) technical support engineer (tse) explained that the port clutch had to be pressed this time. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initialized without error. The customer was not able to clarify the movement of the arm at the time of the event. After the customer recovered the error, the arm moved properly and there was no impact to the procedure. The procedure was continued with all 4 arms. It was unknown if external collisions occurred during the procedure.

Manufacturer narrative:
The reported event was addressed with phone support. The customer pressed the instrument clutch instead of the port clutch so it didn't resolve the issue. The customer continued and completed the procedure under this condition. An intuitive surgical, inc. (Isi) technical support engineer (tse) explained that the port clutch had to be pressed this time. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.